Event description:
The tip of the 110 degree rod holder detached from the rod holder and prevented normal loading of the rod and the instrument could not be used. An alternative was available. Nurse attempted to load a mantis hex end rod into the 110 degree rod holder. As the rod holder was tightened (by turning the inner threaded shaft) to lock the rod into place, the tip of the rod holder (that holds the rod) detached from main shaft and fell off. Screwing the inner shaft into place appeared to push the tip of the rod holder further away from the handle.

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.